Event description:
It was reported that the implantable cardioverter defibrillator exhibited post sensed t-wave over-sensing. No intervention was performed. No patient consequences.

Event description:
New information notes that the implantable cardioverter defibrillator exhibited post sensed t-wave oversensing episode again on (B)(6) 2022. No intervention was performed. No patient consequences.